Event description:
Hosp paramedics found pt pulseless at home. Another co's defibrillator and this device were connected to pt. Monitor read asystole and pt managed accordingly. Upon re-connect to monitor in hosp emergency dept, monitor read ventricular fibrillation but was medically deemed beyond further treatment, pt expired. Unknown as to whether asystole monitor reading contributed to death.